Event description:
It was reported that the device has a display defect. Customer reported that there is a "pixel" line on the display. It is unknown if the line obstructs any values or alarms. There was no consequences or impact to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.